Event description:
A health care professional reported that during endovascular embolization, a 4.5mmd 14mml enterprise2 vascular reconstruction (product code: enc451400, lot number 10106532) was impeded in microcatheter hub and could not be pushed into the microcatheter (mc). The physician tried to retract the stent, the stent was found detached from the delivery wire in y connector. The doctor removed the y connector and removed the stent and then switched to a new stent to complete the surgery. The microcatheter was not replaced. There was no patient injury reported. Additional event information received on 22-may-2026 indicated that there was flushing during the procedure. There was no evidence of physical material within the device. The microcatheter was a prowler select plus 150/5cm (product code: 606s255x, lot number unknown). The microcatheter did not kink/bent. There was no excessive force used with the devices. The procedure did not prolong due to the event. It is unknown if there was anything noted to be obstructing the hub.

Manufacturer narrative:
Manufacturer ref# (B)(4) information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.